Event description:
Information received regarding the explanted device notes that the patient had a seizure when he was moved from the operating room table to a gurney. The physician opened the pocket and checked the lead. Loss of capture was observed when the lead was pinched. Subsequently, the lead was replaced.